Event description:
On (B)(6), 2010, this pt presented with a very aneurysmal thoracoabdominal aneurysm and another aneurysm located above the renals. The physician deployed the trunk-ipsilateral leg component up to the level of the renals. While inserting the contralateral leg component, without the sheath (bareback) the device got caught on the contralateral gate of the trunk-ipsilateral leg component and pushed the trunk-ipsilateral leg component proximally about 2-3 cm covering the renals and superior mesenteric artery. The physician used ballooning techniques to successfully pull down the trunk-ipsilateral leg component to the level of the renals. The physician implanted a bare metal stent (MFR unk) in the left renal artery to maintain patency. The pt tolerated the procedure and no further incidents were reported.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.